Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving the right ventricular (rv) lead, the physician experienced difficulty inserting the guidewire into the lumen of the lead, describing the resistance as "like there was a bubble at the entrance." No other complications related to the use, placement, or performance of the lead were reported. The physician chose not to use another product, and no clinical actions were taken regarding the device. The rv lead was implanted and remains in service. No patient complications have been reported as a result of this event.